Event description:
The core micro drill was sent for evaluation due to overheating. The event occurred prior to a procedure. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage to the internal components was identified as the probable cause of the failure.